Event description:
The reporter stated that he did a meter to hcp meter comparison, within minutes of each other, with a result of 98 mg/dl on his meter, and 160 mg/dl on the hcp meter (type unk.) The reporter seemed confused and had conflicting info regarding the tests. He did not have any symptoms. Two control solution tests fell below and above the range. No harm was alleged.

Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8